Manufacturer narrative:
The impella device was received from the customer and an evaluation of the device is ongoing. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 59-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had a 5.5 support ongoing when there was position signal loss. The loss of signal prompted the team to replace the console. The pump had signal when on the 2nd console.